Event description:
On (B)(6) 2012, the pt underwent treatment for aneurysms in both common iliac arteries. A gore excluder aaa contralateral leg component was implanted in both common iliac arteries. A chimney technique was performed with a mars stent which was placed in the right internal iliac artery to keep the artery open. The proximal end of the mars stent extended into the common iliac artery along side the contralateral leg component implanted. On (B)(6) 2012, computed tomography showed the mars stent was compressed, causing the lumen of the contralateral leg component to become smaller. The pt underwent re-intervention and the contralateral leg component was relined with five, self expanding boston stents. At the conclusion of the procedure, flow was good in the common iliac arteries, however, the mars stent still looked closed and thrombosed. The pt tolerated the procedure. The physician believes the radial force of the contralateral leg contributed to the compression of the mars stent.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. Please note additional device related to this event: (B)(4). Per the gore excluder aaa endoprosthesis instructions for use (IFU). "The gore excluder aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas).